Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had a blank display. His blood glucose was around 300 mg/dl or higher the morning of the call. She declined troubleshooting for the high blood glucose but stated that the customer treated with a manual injection. The customer heard a loud beep and so he shut the pump off, put a new battery in and restarted the pump. The pump did not come on. The caller said there was no insulin being delivered when the pump beeped and that the pump was currently blank. At the time of the call, the caller said that she was not sure of the customer¿s blood glucose. The caller said that she and the customer would call back to troubleshoot for the blank display. The insulin pump will not be returning for analysis.